Event description:
User facility mandatory medwatch was received that stated the following: "patient had a piggyback infusion set up. Normal saline was run as the primary infusion. Antibiotic zosyn was set up as the secondary infusion. The zosyn had a low flow rate, and was to be infused over 4 hours. The zosyn did drip initially when the roller clamp was opened. It was noticed that the zosyn was not dripping, and the infusion pump was pulling from only the primary infusion bag (normal saline). The zosyn had to be infused as the primary infusion in order to be delivered to the patient. A follow up conversation with nursing staff revealed several instances of a similar event, with at least 2 other instances on the same floor that day. A piggyback infusion will be set up, but either the secondary infusion will not run at all, or the secondary and primary will run at the same time. The problem was verified with several sets of secondary and primary tubing. Detaching the secondary tubing and reinserting the tubing very firmly into the port of the primary tubing resolves the problem. Manufacturer response for IV tubing, primary set, smartsite infusion set, check valve, 2 needle-free valves, vented/nonvented (per site reporter). Contacted (B)(4). (B)(4) is aware of similar problems when using hospira or (B)(4) secondary tubing. According to (B)(4), inconsistencies on the flat tip of the male luer connector of the secondary tubing may not open the valve correctly on the port of the primary tubing. Upon further query, the following information was provided that indicated the customer contact reported no flow. A primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal needleless valve connector y-site on the primary tubing set for piggyback delivery of an unspecified concentration of zosyn to be delivered for a duration of four hours. After an unspecified length of time after the piggyback delivery was started, no flow of solution was noted. Multiple unsuccessful attempts were made for additional information including if the tubing set was replaced and the therapy was resumed, if there were any reported adverse patient effects, delay in therapy critical to this patient, and if medical interventions were required.

Manufacturer narrative:
(B)(4). Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.